Event description:
"Pt presented with varus deformity post primary tka. All components were well-fixed with minimal burnishing on femur. Tibial component appeared to be slightly internally rotated per right tibial tubercle. Pt was reimplanted with cruciate sacrificing duracon insert."